Event description:
The customer reported to olympus, the high flow insufflation unit insufflation ends. The issue was found during procedure and the therapeutic (laparoscopic) procedure was completed with same device and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. However, there were no abnormalities found in places that could be visually confirmed. Additionally, device evaluation found the smoke exhaust function did not work in conjunction when connected to a usg-400. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more less than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, phenomenon (1) is assumed to have stopped insufflation because the smoke evacuation function did not operate, so it is not possible to lower the vaginal pressure set point, and phenomenon (2) is assumed to be a phenomenon that occurred due to a failure of the main board (cr board). The investigation reported that the root cause in which the main circuit has failed could not be identified. Olympus will continue to monitor field performance for this device.